Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulties occurred. The lesion being treated was located in the non tortuous, non calcified, 90% stenosed right coronary artery (rca). The vessel diameter was reported as 3.0 mm. The lesion was not pre-dilated. The physician implanted a taxus express2 8.8% 3.0 x 20 mm drug eluting stent in the rca and deployed it at 14 atms. The balloon would not deflate. Several attempts were made to puncture the balloon but were unsuccessful. The pt had bradycardia and was sent to emergent CABG surgery. Plavix was given pre-procedure and asa and an antiplatelet were prescribed post procedure to be continued indefinitely. The pt's condition is reported as "satisfactory good."